Event description:
Per independent repair center repair statement, the initial oxygen reading for this unit was 60% which should have produced an "alarm" but wasn't mentioned with initial complaint. The repair statement indicates that the compressor was weak leading to the low o2 reading.